Event description:
Stent struts fractured/damaged inside coronary artery. Stent was removed successfully from the body. New stent (different brand) was successfully implanted in coronary artery. Per manager, the stent would not cross. Stent removed and examined. Stent struts found to be damaged. No harm to patient. New stent successfully deployed. Struts may have been damaged from calcium in the artery.